Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and the link electronic module board was replaced. It was further noted that the power cord bay was damaged, a small part of the programmer's bezel was broken off though it did not affect functionality and that the system fan was noisy. The power cord bay and system fan were replaced, the bezel was not due to a lack of parts.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had telemetry failure. Follow-up determined that the radiofrequency programmer head was changed out but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.